Event description:
The dr claims that the graft was implanted in an elderly pt on a prolonged cardio-pulmonary bypass. An unknown quantity of blood "oozed" from the graft's walls. The "oozing" was stopped after a period of time (unknown duration). The graft was left in. The pt's condition is unknown at this time. Note: the incident date is approximate.